Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with continuous high blood glucose levels and a diabetic ketoacidosis. The infusion set cannula was bent causing a no delivery alarm. Customer's blood glucose level was 565 mg/dl. The customer was vomiting. The customer treated his high blood glucose level manually the night before the hospitalization. The customer was asked to remove the insulin pump at the time of the emergency room visit. The customer had heart surgery three months ago and was disconnected from the insulin pump for a month. The customer did not receive a no delivery alarm during the high pressure test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.